Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a synergy ii, us, mr, 3.0 x 16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that hypotube was broken 734mm from the strain relief along with multiple kinks along the full catheter length. A visual examination of the crimped stent found no issues. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2017. It was reported that shaft break occurred in a segment that cannot enter the patient's body. During preparation, a 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. While removing the device from the loop, it was noticed that the catheter was kinked. The physician straightened the catheter up and broke in half approximately 1-4 inches from the hub. The procedure was completed with another of the same device. No patient complications were reported and no blood loss. However, returned device analysis revealed hypotube broke at a point that could potentially enter the patient.